Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. The lead was returned for analysis. Additional information indicated this brady lead at the left bundle branch due to helix was bent during multiple attempts. The lead was returned for analysis.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A dried body fluid and tissue were noted in the helix housing when helix was extended during visual inspection which caused an unsuccessful helix mechanism test. Furthermore, the susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. The lead was returned for analysis. Additional information indicated this brady lead at the left bundle branch due to helix was bent during multiple attempts. The lead was returned for analysis.